Event description:
A malfunction alarm was reported due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the issue reoccurred.